Event description:
Following ballooning of the proximal neck and contralateral gate after successful deployment of both the trunk-ipsilateral and contralateral leg components, a type I endoleak was noted on angiogram. Re-ballooning of the proximal neck did not resolve the endoleak; therefore an aortic extender was placed. A 33mm balloon was used with hand inflation via syringe to touch up the extender. During inflation, a bulge was noted on the left side near the ostium of the renal artery. The balloon was left in place due to concern of a rupture, which was confirmed with contrast and the patient was immediately converted to open surgical repair. It was discovered that the renal artery had detached from the aorta. Physician noted during surgical repair that the vessel wall was very thin in one area. The renal artery and the abdominal aortic aneurysm were both successfully repaired with surgical grafts. The physician stated that he did not believe that the device caused this event and made no allegtion of product deficiency.